Event description:
User experienced issue with low control recovery and patient results for sodium. User provided results for 24 patient samples, 9 were discrepant for sodium and or potassium. Patient samples were initially tested between (B) (6) 2010 and (B) (6) 2010, exact date of testing was not provided except for sample 1, which was initially tested on (B) (6) 2010. All samples were repeated on 03/19/2010 and run on another i400 plus (B) (4) at the site. Sample 1, initial sodium gave 129; repeat gave 136 mmol/l. Sample 2, initial sodium gave 133; repeat gave 141 mmol/l. Sample 3, initial sodium gave 134; repeat gave 143 mmol/l. Sample 4, initial sodium gave 133; repeat gave 140 mmol/l. Sample 5, initial sodium gave 132; repeat gave 140 mmol/l. Sample 6, initial sodium gave 133; repeat gave 142 mmol/l. Sample 7, initial sodium gave 134; repeat gave 140 mmol/l. Sample 8, initial potassium gave 3.6; repeat gave 4.5 mmol/l. Sample 9, initial potassium gave 3.9; repeat gave 4.3 mmol/l. Initial results were reported and corrected reports were issued on (B) (6) 2010 using the repeat results. Sample 1, order was written to take patient off water restriction based on the initial results reported, but the order was not implemented before the patient sample was repeated and the corrected report was issued. The patient was then taken off the restriction. No adverse events were reported. Sodium electrode lot number - 21591514 potassium electrode lot number # 21583817 user found the ise direct calibrator bottle had been replaced with the indirect calibrator bottle, and replaced the bottle with the correct direct calibrator bottle. User primed calibrators and performed calibration which passed. Controls were run and recovered low outside range. The technical support specialist recommended the user perform corrective maintenance, run calibration and controls to check recovery. User performed the recommended actions and controls recovered within range which resolved the issue.

Manufacturer narrative:
(B) (4)